Event description:
It was reported that during surgery, the anchor broke when it was screwed in. The procedure was successfully completed with no significant delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. As such the complaint is being closed without conclusion.

Manufacturer narrative:
One 4.5 mm pk sa healicoil anchor was returned for evaluation. Visual assessment of the device confirmed its breakage. The distal threads of the anchor have broken off and were not returned. The inserter tines are bent at their distal ends. The condition of the device indicates it was subjected to off axis insertion and excessive force.